Manufacturer narrative:
Continuation of d10: product ID: 39565-65, lot#serial#: (B)(6), implanted: on (B)(6) 2009, explanted: on (B)(6) 2026, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot#: (B)(6), ubd: 13-jun-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep). They reported that high impedance was observed on the day of surgery. Troubleshooting was performed by connecting the lead to a new implantable pulse generator (ipg), and the same impedance values were observed with the new ipg as with the previous ipg. They did a device revision; the lead was explanted and new leads and an ipg were implanted. The patient was reported alive with no injury.